Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a physician suffered a contaminated needle stick injury with a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter after drawing blood from a patient and while shielding the needle. The physician reported to employee health but it is unknown if medical interventions were provided. Of note, it was also reported that the physician did not attend the device education when the reporting facility switched to using the bd vacutainer® safety-lok¿ blood collection set.